Manufacturer narrative:
The calcium gen.2 reagent lot number was 92024001 with an expiration date of 31-jan-2027. The qc was acceptable. The field service engineer (fse) found a solenoid valve component failure and a fluidic issue. He replaced the solenoid valve, cleaned all tubing connected to it, and verified the rinse levels. He then checked and verified all rinse tubings and performed washes on the sample probes. The fse verified that the reaction cells were not overflowing during operation. Operational and mechanical checks and precision studies were performed, and they were within specifications. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas c 503 analytical unit. Initial result: 3.36 mg/dl. The customer noticed liquid on top of the cuvettes, and the initial result did not match the patient's history, prompting the repeat of the sample on a different cobas pro c 503 analytical unit. Repeat result: 8.99 mg/dl. The repeat result was deemed to be correct.